Manufacturer narrative:
The biomedical engineer (bme) reported that the ECG or spo2 waveform, after each sweep, the waveform will disappear for a few seconds on the central nurse's station (cns). They replaced it with another working cns, and it is functioning correctly. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 11/15/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back and stated that the information is unknown.

Event description:
The biomedical engineer (bme) reported that the ECG or spo2 waveform, after each sweep, the waveform will disappear for a few seconds on the central nurse's station (cns). They replaced it with another working cns, and it is functioning correctly. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that when reviewing the ECG and spo2 waveforms at the central nurse's station (cns), they would disappear for a few seconds at the end of each sweep before returning to normal. When they attempted to reboot the cns, it would not boot back up. No patient harm was reported. Investigation summary: the reported device was returned for repair and evaluation. During the evaluation of the returned device, nihon kohden repair center (nk rc) was able to duplicate the reported issue of the device not booting back up. The hdds were replaced to resolve the issue. Hdds are mechanical components that may deteriorate through time and may be worn from continual use. Possible causes of this failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages, power surges and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intake vents, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," "threshold breach"), or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze up." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has redundant array of independent disks (raid), which puts multiple hard drives together to improve performance. The failure of the hard drives may have also been contributing to the reported ECG waveform issue as the software is stored on and runs from the hdds.

Event description:
The biomedical engineer (bme) reported that when reviewing the ECG and spo2 waveforms at the central nurse's station (cns), they would disappear for a few seconds at the end of each sweep before returning to normal. When they attempted to reboot the cns, it would not boot back up. No patient harm was reported.